Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached around 500 mg/dl while wearing the pod between 24 and 36 hours. Patient was unable to bring bg levels down and had large ketones, so he went to the hospital. Symptoms reported include hyperglycemia and nausea. The pod was removed by physician and patient was treated with insulin, intravenous fluids, potassium, dextrose and anti-nausea medication. The patient was released after spending 1.5 days in the hospital.